Manufacturer narrative:
Pt demographic unk. (B)(4) rep., tested system with 3 different cal targets and could not replicate issue. No impact on pt outcome reported.

Event description:
Site called in from a case and said that they were not able to see the wireless c-arm tracker when trying to take ap and lateral images in a fluoro procedure using synergy spinel .7. They confirmed that the c-arm was communicating properly in the setup equipment screen, and site noted that an empty image was activating without issue. When trying to take anterior/posterior images the site got an error message that the tracker could not be seen. The camera was at the proper distance and was seeing the reference frame, and pointed the camera directly at the tracker with no effect. They also tried exiting the software and replacing the batteries in the wireless tracker. Replaced with a wired tracker, and added it to the procedure and were able to take their images without issue, they proceeded with the case and with navigation with no impact on pt outcome reported.